Event description:
The customer reported having issues during prime/rewind. The blood glucose reading was 78mg/dl. Troubleshooting was performed. The customer stated that the device alarmed motor error, and he stated that the device was not exposed to a high magnetic field. Assisted the caller to run the displacement test and the test failed. Advised the customer that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Prime alarms during rewind due to debris found in motor slide threads. Unable to perform displacement test due to prime alarms during rewind.